Event description:
It was reported that the patient experiencing lost coverage of pain area due to spinal cord stimulation (scs) lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123598.